Event description:
A reporter called to report the adverse effects she has experienced using a hair growing device. The reporter stated that after taking hormon treatment, her hair thinned out. Her husband got capillus 272 pro in order to grow her hair back. She said the company stated in their website that there is no side effects using this product but they are wrong. She said before she started using this product, she was healthy, eating right, do not take a lot of pharmacutical and excerecise regularly. After using the device, she was having headache every day and it lasts the whole day. She said one time the battery got deffective and she was not using the device for a week. At that time she did not have a headache. She stated once the battery was replaced and started using it again, the headache came back. She said after researching about this device, she learned that other people are have the same issues.